Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 20 states, "persistent pain." (B)(4). This report is number 3 of 3 mdrs filed for the same patient (reference 3002806535-2017-00085 / 00087).

Event description:
Patient enrolled in a clinical study reported experiencing pain, loosening, popping, and ambulation difficulty approximately eight years post-implantation of left knee prosthesis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
Patient enrolled in a clinical study reported experiencing pain, loosening, popping, and ambulation difficulty approximately eight years post-implantation of left knee prosthesis. No revision procedure is indicated at this time.